Event description:
It was reported ¿when the visao high-speed otologic drill was used for the tympanoplasty surgery, black liquid came out of the tip of the handpiece. Also, the locking of the bur seemed rather loose. Due to this incident, the procedure was discontinued and would be rescheduled for another day. The operation was discontinued because of the black liquid came out of the device tip. It was additionally reported that, before the black liquid was observed, the motor overheated when it was used for a few minutes. After the motor overheated, the black liquid came out of the device tip. The black liquid was removed to the maximum extent possible; yet, some still appears to remain inside the patient's body. Reportedly, the black liquid dropped onto the body tissue. Although the site was cleansed, some still appears to remain inside.¿ follow-up information obtained ¿the dr. Did not use irrigation system, but he did irrigate by syringe. The area was suctioned before closing. The patient already anesthetized at this event.¿ there was no report of injury to the patient.

Manufacturer narrative:
Details of repair: the device was found to be corroded. Motor assembly, nose, shaft, and bearings were replaced due to corrosion and wear. The device was cleaned, tested to product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Device code ¿ overheating of device or device component (B)(4); leak (B)(4). Patient code ¿ no known impact or consequence to patient (B)(4). The device was returned for evaluation and repair. Preliminary service evaluation found the bur couldn¿t be inserted smoothly and the handpiece was too noisy to run. The device was received in a condition where the temperature testing could not be performed. The device has not yet been repaired.